Event description:
Customer called to report high bgs and the insulin was not exiting while customer was priming. Also stated the device was dropped on the bathroom floor. Troubleshooting was performed. The insulin was not exiting.